Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery multiple times. The patient's blood glucose at the time of incident was 16.7 mmol/l. The customer stated that the insulin pump would deliver about half of the bolus and then alarm no delivery. Troubleshooting did not occur for the no delivery alarm and the alarm was resolved with an infusion set change and reservoir change. No products were returned or replaced.